Event description:
During surgical procedure, balloon dilator malfunctioned and during use causing full obstruction to the pt's airway. During placement, surgical team noted that the balloon was more distal than desired. The balloon was deflated and during the attempt to pull the balloon back into the more proximal segment of trachea, the device snapped and broke into 2 pieces, which caused the full obstruction to the pt's airway. Emergent temporary tracheostomy was successfully performed, removing the obstruction. No excessive bleeding occurred or other complications occurred.